Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A biomedical engineer reported that during a surgical procedure the system shut down. The case was completed using an alternate system. There was no patient harm. Additional information was requested and received.

Manufacturer narrative:
The system was examined and the reported event was confirmed. The core module and printed circuit board (pcb) interface were both replaced to resolve the issue. The system was tested and found to meet product specifications. The manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The pcb and core module were received for evaluation. A visual assessment of the returned samples showed no obvious non-conformities. The samples were installed into a calibrate system, but the reported event could not be replicated. System boot-up was successful and the laser function was found to function as intended. This was repeated 3 times with the same results. Communication failure could not be replicated. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).